Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse serviced mixer 2, mixer 2 rotation motor, and pump diaphragm kit. The fse verified functionality of the wash probe stations, wash up down, energy lamp and cuvette blank. The imprecision was solved with the exception of ip reproducibility. The fse replaced and aligned the mixer 1 paddle due to the mixer not rotating properly. The cause of the imprecise un, alpdea, ck-mb and mg results is unknown. The cause of the imprecise ip results was a malfunction of mixer 1 paddle. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise urea nitrogen (un), inorganic phosphate (ip), alkaline phosphatase (alpdea), creatine kinase mb (ck-mb) and magnesium (mg) results were obtained on an advia 1650 instrument. It is unknown if any results were reported to the physician(s). There are no reports of adverse health consequences due to the imprecise un, ip, alpdea, ck-mb and mg results.